Event description:
Customer reported via phone, he was concerned the insulin pump was not working correctly or not administering the correct amounts of insulin. Customer stated he was experiencing high blood glucose through weekend. Customer's blood glucose was over 200 mg/dl and current was 380 mg/dl. Earlier in the morning customer had high blood glucose of 500 mg/dl. Troubleshooting was performed. Drive support cap was reported normal by the customer. No leaks or air bubbles noted. Customer was unable to perform high pressure test due to the customer didn't have a tubing clamp. Tubing clamp was sent to customer and was advised to call back to perform test. Customer is not returning the device for further analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.